Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Manufacturer narrative:
The unit was evaluated and has an electrical brake failure.

Event description:
The brake is not engaging, alot of brake dust by the motor and the left motor by this brake was getting extremely hot.

Event description:
The brake is not engaging, a lot of brake dust by the motor and the left motor by this brake was getting extremely hot.